Manufacturer narrative:
Additional information was added to h3 and h6. Additional information for h4: the minicap batch was manufactured between 10/07/2020 and 10/14/2020. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and due to the clarity of the picture, the reported damage/cracks could not be confirmed. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked which resulted in an iodine leak. The cracked minicap was discovered after connected the cap to the patient transfer set. This occurred during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.